Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified and moderately tortuous left external iliac artery. The mustang 7.0 x 40, 75cm was used for predilatation. A non bsc stent was implanted. During post dilatation with the same mustang balloon the balloon ruptured on the second inflation. To what atmospheres is unknown. The device was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: as the device has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).